Event description:
It was reported by the aci vascular closure specialist that on an unknown date a patient underwent a catheterization procedure (interventional or diagnostic unknown). Following the procedure, the deployer (training status unknown) selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that during the closure the physician stated that "he had to retrieve the device because the device was corked in the arteriotomy". It was noted that the sealant was deployed in the patient's vessel. The physician performed a surgical cut down to remove the sealant. It is unknown if the patient was hospitalized or not. The physician refused to provide any additional information. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.